Event description:
This customer notified ocd that they observed results from two patient samples that were associated with the incorrect sample identification number when using their (B)(4) laboratory automation system. The mis-association of results with the incorrect patient may lead to inappropriate physician action. The original results were reported to the clinician, and corrected reports were issued. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that the operator failed to remove sample tubes from the centrifuge module following a shutdown of the (B)(4) laboratory automation system, as recommended by the (B)(4) laboratory automation system's instructions for use. The (B)(4) laboratory automation system was operating as intended, and there was no malfunction. The root cause of this event is user error. The operator failed to adhere to the manufacturer's instructions for use.